Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On december 12, 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8am on (B)(6). The patient reported obtaining a fasting blood glucose reading of 7.9mmol/l on the subject meter and 6.4mmol/l on a laboratory device, obtained within 10 minutes of each other. Based on statistical methodology these reading exceed lifescan¿s criteria for precision. The patient manages their diabetes with insulin with no adjustments, specifically 16 units of lantus each evening. The patient denied making any changes to their usual diabetes management in response to the alleged inaccurate reading. The patient stated that around 90 minutes later they developed symptoms of ¿shakiness in their hands and legs¿ while on their way to visit their doctor for a scheduled appointment. The patient reported that when they reached the doctor¿s office they were offered some orange juice. The patient confirmed that they felt better after this drink. The patient stated that they did not perform a blood glucose test while at their doctor¿s office. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.